Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 212 mg/dl, compared with the sensor reading of 44 mg/dl. The customer stated that the sensor shut the insulin pump off 5 times when her blood glucose was normal or high. She also noted that she had an infection, and she could not seem to control it. She stated that she had been on an intravenous drip with extreme high and low blood glucose due to the infection. She was advised that replacement sensors would be sent.